Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturer representative regarding a patient who was implanted with a cage. Pre-operative diagnosis for this procedure was stenosis. It was reported that¿plf was performed at l4-5-s1 on (B)(6).¿on (B)(6), cage was removed due to lower extremity pain caused by cage back-out. There was no delay. No further complications reported. Updated information received on 04-jun-2021: it was suspected that l5-s1 was infected after the cage was removed last time, but bone was collected from the fibula and bone grafted. Since the screw of s1 was loose, they increased the size to f7.5x45 and inserted screws to s2ai additionally. Updated information received on 14-jun-2021: revision surgery performed to remove the screw on (B)(6) -2021. It was unknown if there was infection.